Manufacturer narrative:
A ge service representative performed an on site investigation. The memory was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system would beep in stand by mode with an error message. No patient injury was reported.